Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 515 mg/dl. Cause was unknown. Customer address bg with a correction bolus via pump and a manual injection. A pump replacement was sent to resolve the issue.